Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. As received, the device was above elective replacement indicator (eri). Final analysis revealed a bluetooth (ble) telemetry anomaly. The cause of the ble telemetry issue was due to an anomalous crystal oscillator on the circuit, which drives the timing of signals in the ble circuitry. No other anomalies were found.